Manufacturer narrative:
Company comment: dc bead loaded with doxorubicin was used in the treatment of this patient. The equivalent product lc bead is available in the USA, however it is not indicated for use with drugs. Company medical review determined that there was no significant clinical event as a consequence of the hematological toxicity and that the hematological parameters returned to baseline within ten days. This occurrence was probably related to the doxorubicin. The liver insufficiency was probably related to the chemoembolization procedure. Root cause analysis determined that one of the potential causes of the patient's hematological symptoms was failure of the hospital to remove the supernatant from the loaded beads prior to delivery. The lot number is not available for the product used; therefore, no batch review is possible. No corrective actions have been identified. No further info is available for this complaint; this is therefore a combined initial/final report.

Event description:
Report from a physician in (B)(6) via medical director of a patient with breast cancer previously treated with a number of lines of chemotherapy. The patient underwent treatment of breast metastases to the liver with 2 vials of dc bead m1 loaded with a total of 115mg doxorubicin. Ten days post treatment, the patient developed neutropenia, non hemorrhagic (grade 4) and anemia (grade 4) requiring hospitalization and transfusion of blood and platelets. Twenty days post treatment, the patient also developed hepatic insufficiency (grade 3) with ascites that required a transfusion of albumin. The events were not considered by the treating physician to be life threatening.